Manufacturer narrative:
Testing and investigation found the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.